Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2184149-2020-00014, 3008452825-2020-00066. During a premature ventricular contraction procedure, a cancellation, tamponade and subsequent death occurred. The cs catheter and the his catheter were introduced via the femoral vein into the coronary sinus and at the his bundle. During introduction, excessive catheter movement was observed. A flexibility was introduced via retrograde access into the aorta, and the latmap and a geometry of the lvot was collected. System reference and respiration compensation were utilized and the update respiration was off. Ablation was started at the earliest point in the lvot. Due to the catheter movement, the cs 5 was utilized for reference. Flouro was not used to locate the catheters following the shift. During preparation of changing from arterial access to venous access the physician noticed abnormal steering of the flexibility. Following ablation in the lvot, there were still pvcs. The visualization of the ablation catheter was not in the correct location, and system reference was utilized and a shift occurred. The cs shadow and current cs position were not aligned. The physician decided to go in rvot and a flexibility was introduced. A model of rvot and latmap was collected. The ablation of the earliest point in rvot was started and pvcs were still present. Due to the shift, the procedure was not completed. The shift was due to instability of the ensite system or the patient, which is why they procedure was not completed. Following the procedure, in the recovery room, the patient noted feeling of nausea. An echocardiogram confirmed a tamponade located mainly rn/ra and was circular, and a pericardiocentesis was performed. The coronary sinus catheter (inquiry) was the physician's suspected cause for the tamponade. During treatment of tamponade resuscitation was necessary. The patient was deceased

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.